Event description:
It was reported that the patient presented with dizziness in the emergency room. Upon reviewing the transmission, it was noted that the patient is experiencing arrhythmia. An x-ray revealed that the right ventricular (rv) lead had dislodged. The rv lead also exhibited under-sensing. Programming changes were made to solve the issue temporarily. The patient was then presented for rv lead revision. The rv lead was repositioned on (B)(6) 2025. The patient was in stable condition.